Event description:
Hamilton medical ag received the following event description: the ppat is stuck at 20mbar and cannot be adjusted anymore (pot at limit). No patient involved.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Follow-up 1: investigation outcome. The log files were not received for analysis. Due to a failed ppat calibration, a replacement inspiratory valve was provided to the user. The component was replaced; however, the manufacturer has not received any additional feedback confirming whether the issue was resolved following the replacement. This case is considered closed.